Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of reported lvp8100 failed rate calibration during pm. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue - mechanical damage. A review of the device history record showed the device had a manufacture date of 03 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed rate calibration test during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed rate calibration test during preventative maintenance. There was no patient involvement.